Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer accidentally fell and dropped the pump, causing the touchscreen to become cracked and unreadable. Customer¿s blood glucose was 72 mg/dl. Customer reverted to multiple injections for insulin therapy.